Event description:
An ipp device was implanted on 4/2/74. The left cylinder was revised on 3/19/76. Both cylinders were revised on 3/7/78, 6/23/81, 10/15/81, and 6/20/85. The reservoir was revised on 5/18/78. The pump was revised on 11/20/85. The pump and cylinders were removed from the pt and replaced on 6/19/97 due to fluid loss-cylinder.